Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient¿s old ptm (sn: (B)(4)) was reconnected on (B)(6) 2016; the healthcare professional (hcp) still had the ptm in their possession ¿through earlier us. It was no longer clear whether there were problems with the old ptm at that time¿. On (B)(6) 2019, the ptm was disconnected due to persistent problems. The patient¿s current ptm (sn: (B)(4)) was paired on (B)(6) 2017. The patient could not remember when the codes occurred for the first time, but they occurred rather soon after connecting both devices. The nurse wondered if the pump could be causing this and would ¿like to receive a reaction.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the ptm gave a sound [indicating] that the device was ¿still in lockout time¿. ¿000000 min.¿ then appeared in the display. The notification occurred 6 times on average per month. The patient used the ptm on average 2 times daily. The message 0617 also appeared.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. The hcp did not have possession of the old ptm anymore. The cause of the lockout with "000000 min.¿ message could not be determined. The cause of the communication issue/0617 message was not determined. The 0617 message first occurred ¿in the beginning after programming the ptm¿. The lockout and communication issues had not been resolved. The hcp thought the patient¿s weight was 70-80 kilograms, but their actual weight was not known to the hcp. It was noted that the first ptm was old, and the current ptm was newer ¿ the hcp thought this was the problem. The patient thought the problem was the pump since the second ptm had the same problems and codes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported the patient could not use her personal therapy manager (ptm). The patient already had a new ptm once, and she still had the same problems. The patient thought there was a problem with her pump. Information received indicated the issue was referencing communication between the ptms and the pump. The hcp still had to visit the patient for the logs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. The ptm would be returned to the device manufacturer.